Manufacturer narrative:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed on the vessel. It was removed along with the device as the device was being drawn back. There was no reported patient injury. Addition information was requested; however, the information was not obtained. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position with exposure to blood. The advancer tube was found inside the outer cartridge tubing. It was noted that the sealant sleeve was only displaced approximately 30mm from the outer cartridge tubing distal tip. This indicates that the shuttle cartridge may have not been shuttled down completely into an existing procedure sheath during the procedure. The condition of the returned device is like a device failing to deploy. The device was inspected for and damages or anomalies that may have contributed to the reported incident, none were observed. The procedural sheath was not returned with the device. Per functional analysis, a simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was observed properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history review of lot f2100504, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿sealant- dislodged¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined; however, review of the analysis suggests that procedural factors such as incomplete shuttling may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2100504 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not properly deployed on the vessel. It was removed along with the device as the device was being drawn back. There was no reported patient injury. The device is expected to be returned for analysis.